Event description:
A government agency reported that during vitrectomy surgery an ophthalmic system failed to illuminate. After removing and reinstalling the lamp, the system was temporarily restored for use the lamp had reached its service life. Patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).